Event description:
Caller reported aviva system blood glucose results of hi, which on the system indicates a result in excess of 600 mg/dl, and 162 mg/dl within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips.